Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a prostyle device after an interventional transcatheter aortic valve implantation (tavi) procedure with a 6f sheath. Reportedly, after advancing the device inside the vessel, and opening the foot, the plunger was depressed. However, the plunger was unable to be retracted. Additionally, the lever was unable to be moved. After moving the device inside the patient, the lever was able to be closed and the device was able to be removed. The foot was noted to have not fully closed. Hemostasis was achieved using manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation could not determine the cause of the reported difficulties. Treatments appear to be related to circumstances of the procedure. In this case, it is possible that the calcification contributed to the difficult to open or close and the retraction problem. The cause of the difficult to remove the plunger is unknown. It is possible, that the issues with the calcium with the foot also caused needle trajectory to deflect and create resistance for retraction; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.